Event description:
October, 1997 pt complained of left knee "catching" and making noise; examined in physicians office in january, 1998. Placed on ambulatory restrictions; or schedule for 1/27/98; left total knee revision; at time of surgery, noted large amount of synovitis and metalosis; bearing and patella markedly worn; bearing and patella replaced without incident.